Manufacturer narrative:
The reported 10mm x 30mm biosure regenesorb screw intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion, causing the screw to break into pieces. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Failure to fully seat the screw may result in breakage of the screw. Excessive force should not be placed on the screw, bone, or delivery instruments.. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that during an acl surgery, the screw was crushed into pieces. All pieces were removed. A back up was used in the same bone hole, with no significant delay and no patient injuries reported.